Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the customer is a "brittle diabetic" and stated bg varied "wildly" every day. The customer could not remember specific details regarding bg event.